Manufacturer narrative:
. Device code a040609 captures the reportable code of shaft tip bent.

Event description:
It was reported that, during a sling procedure using a solyx blue device, the needle tip was bent. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that, during a sling procedure using a solyx blue device, the needle tip was bent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a040609 captures the reportable code of shaft tip bent. Upon receipt at our quality assurance laboratory, this solyx blue device underwent a thorough analysis. Visual inspection found that the delivery device tip was bent. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, the reported event of "delivery device tip was bent" was confirmed. It is likely that procedural conditions, such as user handling technique during placement or advancement of the mesh with excessive manipulation or force resulted in the delivery device tip becoming bent. A conclusion code of adverse event related to procedure was assigned to this investigation as it indicates that the adverse event occurred during the procedure and the device had no influence on the event.